Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission, multiple episodes of consecutive premature ventricular contractions were observed. Device was intermittent undersensing due to atrial issues, noise and loss of capture was observed on the device. Some programming changes were made. Patient was stable and will continue to be monitored with follow ups.